Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up, upon interrogation the pulse generator exhibited backup vvi mode. After a software download, the device resumed normal function. The patient would continue to be monitored with routine scheduled follow-ups.